Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in a mildly calcified, mildly tortuous, superficial femoral artery. The 5mm x 120mm armada 35 balloon dilatation catheter (bdc) was advanced in the patient anatomy. The balloon was inflated to 12 atmospheres for one minute, and a leak was noted at the hub. The user covered the leak on the hub with his finger and the balloon was successfully inflated to 12 atmospheres for one minute, two more times. The bdc was removed and another attempt was made to advance the same bdc in the patient anatomy, however the bdc could not advance over the guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. A new armada 35 bdc was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported leak in the hub was not confirmed although the reported difficult to position was confirmed. The investigation was unable to determine a conclusive cause for the reported leak although the reported difficult to position appears to be related to circumstances of the procedure as the patients anatomical conditions contributed to the reported difficult to position. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.